Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed when a patient presented in the operating room for device replacement due to normal eri. The patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced.